Event description:
A customer contacted haemonetics on (B)(6), 2011 and alleged that an orthopat perioperative autotransfusion system had multiple power failures. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
The device was returned to haemonetics on (B)(4), 2011. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It was unconfirmed whether the spill bags were deployed.